Manufacturer narrative:
Report confirmed. Evaluation determined that the tool had broken. The tool head was not returned. Some galling was noted on the tool shaft, indicating contact with metal during use. The tool shaft was discolored, indicating overheating. A root cause could not be determined, but it is believed that heat contributed to the tool failure. The user manual contains the following warning ¿do not use excessive force to pry or push bone with the attachment, tool or blade during dissection. Excessive pressure applied to bur may cause bur fracture. Should a tool fracture in use, extreme care must be exercised to ensure that all fragments of the tool are retrieved and removed from the patient. Unremoved tool fragments may cause tissue damage to the patient.¿ we will continue to track and trend this complaint type. (B)(4).

Event description:
It was reported that during the posterior lumbar spinal fusion surgery, the legend ball bur was used to drill the pilot holes before screwing. The surgeon lost the feeling of drilling the bone, and checked the tool/bur and found it was broken off. Therefore, the procedure was continued using another device, and completed with no adverse effect on the patient, although the completion was delayed for some time (the exact time of delay is unknown). It was confirmed the debris from the broken bur had not remained in the patient's body. The surgeon stated he believed the causes of the tool breakage may have been overheating as well as drilling hard bone for an extended period of time. Upon follow up it was reported that an unplanned x-ray was taken to confirm that debris from the broken tool/bur had not remained in the patient's body. Additional information supplied by the sales representative stated that the surgery took place between vertebrae c2 and c7, and that the tool broke during the drilling of c7. The patient had ossification of the posterior longitudinal ligament, and the surgeon stated the bone was very hard. The surgeon was able to finish the surgery using another tool of the same type. It was further stated that the patient's identifying information could not be provided, and the patient has not had any problems caused by the event.